Event description:
It was reported that pump displayed a cartridge change error related to damaged or misplaced cartridge o-ring and debris on pump connection area. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, inspected and cleaned connection area, replaced cartridge, and, with guidance from technical support, successfully completed cartridge loading and resumed insulin delivery.